Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See also MFR report number 2032227-2010-80975.

Event description:
The customer's mother reported that she came home one day and found her son on the floor. The customer was experiencing an insulin seizure and his face was blue. The mother called paramedics, and the customer was taken to the emergency room. The mother checked the insulin pump, and found that the sensor glucose readings were off by 40-50 points. The mother mentioned that she was considered filing a lawsuit. Nothing further was reported.